Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported: according to the end user: " reported that the 30g disposable cannula (hypodermic needle ref: 113005 lot 02212002) from sol-m in the ivi set q4013661/9/1 has been blunt from time to time recently. As per the customer, this should not be blunt as it is used for injections into the eye. Photo of the hypodermic needle attached. The product is not available"". Further information from customer: ""unfortunately the cannulas are no longer there. We assumed that the lot no. Was sufficient. Our surgeon dr. Xxxx looked at the needle under the microscope and the tip was probably bent outwards and therefore blunt"".

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.